Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient's head slipped out of the mayfield modified skull clamp (B)(6).). Additional information provided by the customer: did the product issues occur before surgery (patient prepared/under anesthesia) or during surgery? When was the surgery completed? Answer: no information available. Did the issues result in an extension of the surgical procedure time (= or greater than 30 minutes)? Answer: no. By how much was the procedure time extended (more or less than 30 minutes)? Answer: less than 30 minutes. How was the issue resolved and the procedure completed? (Use of another product or an alternative method?) Answer: another product was used. Did the issues result in injury or death to the user/patient? Answer: no. If applicable only: did the issue result in smoke, fire, and/or burns? Answer: no information provided.